Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# j10911r39, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient experienced failures of delivery failure, catheter failure, and granuloma. The patient had injuries of failure of therapy, underdelivery, withdrawal, surgery, pain, and hospitalization. The date of injury was noted as continuous in nature. The pump explant was pending. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report due to the legal status of this event. A follow-up report will be submitted if analysis is completed. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the patient was not getting pain relief from pump. The pump and catheter were explanted on (B)(6) 2019. No further complications were reported/anticipated.